Event description:
It was reported that during a meniscal repair, the novostitch pro meniscal repair system was introduced into the joint, the space was tight but the product managed to squeeze into it. With maneuvering a crack sound was heard; the upper jaw could no longer be controlled by the orange handle. Additionally, it was noticed that the metal piece that connects to the upper jaw broke but it was still in place. The procedure was completed without a significant delay. There was a change in the surgical technique, the issue was then completed by meniscectomy. No other complications were reported.

Manufacturer narrative:
H10: additional information on h6.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instruction for use ("IFU") discusses all surgical hazards in warning section. In instruction for use warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ it was determined the device contributed to the reported event. The complaint was confirmed and the root cause has been associated with unintended use of the device. The upper jaw link can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscal repair, the novostitch pro meniscal repair system was introduced into the joint, the space was tight but the product managed to squeeze into it. With maneuvering a crack sound was heard; the upper jaw could no longer be controlled by the orange handle. Additionally, it was noticed that the metal piece that connects to the upper jaw was broken. The procedure was completed without a significant delay. There was a change in the surgical technique, the issue was then completed by meniscectomy. No other complications were reported.